Event description:
A user facility biomedical technician (biomed) reported that the tubing guide roller came loose on the 2008t machine blood pump rotor and damaged the nipro (non-fresenius) bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. It was reported that the machine did provide air detected alarms to alert the staff to the issue. The biomed reported that one of the sleeves on the rotor was found to be deformed and falling off. The biomed confirmed that the patient was able to complete treatment on another machine. Additional information was requested, however, to date a response has not been received. The patient¿s estimated blood loss (ebl) was not provided. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (biomed). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the biomed identified that the tubing guide roller came loose on the 2008t machine blood pump rotor and damaged the nipro (non-fresenius) bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the tubing guide roller came loose on the 2008t machine blood pump rotor and damaged the nipro (non-fresenius) bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. It was reported that the machine did provide air detected alarms to alert the staff to the issue. The biomed reported that one of the sleeves on the rotor was found to be deformed and falling off. The biomed confirmed that the patient was able to complete treatment on another machine. Additional information was requested, however, to date a response has not been received. The patient¿s estimated blood loss (ebl) was not provided. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.